Event description:
It was reported that insulin gauge displayed an amount different than expected, showing zero units when caller expected 180 units, and caller also reported cartridge alarm earlier in the day. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support after issue had resolved on pump display, troubleshooting was not possible, and pump was replaced through another case. Customer reverted to an alternative method of insulin therapy.